Event description:
As reported: the web was used to treat an unruptured a-com cerebral aneurysm. Although the average width of the aneurysm was 5.1 mm, the widest part of the aneurysm body exceeded 6 mm, so the (sl7×2) was used. Since the target aneurysm had a wide neck and measured 96 mm³, including the wide neck portion, the web was deemed appropriate and selected. Upon deployment of the implant in the aneurysm, it covered the wide neck portion but also protruded into the parent vessel. The implant was once resheathed and redeployed, but the outcome remained mostly unchanged. A microcatheter was manipulated to push the implant into the aneurysm. Since the implant showed slight movement as it was pushed in, the implant was then attempted to be detached, but this was unsuccessful. The implant was then detached mechanically by pressing it with the microcatheter. After placement, a guidewire was inserted into the microcatheter to pull the microcatheter back without the implant following it. However, the implant, which had been pushed into the aneurysm, exhibited movement as if it were pushed back. A cone-beam CT was performed, and it was determined that approximately 50% of the implant was protruding into the vessel. After monitoring the patient for approximately 10 minutes after placement, no thrombosis or other complications occurred, and there was no change in distal blood flow; therefore, the procedure was deemed successful and completed as scheduled. As a precaution, the dapt that had been initiated preoperatively was extended postoperatively beyond the original plan, with administration scheduled to continue for approximately one month. Approximately eight hours after leaving the operating room, the patient developed symptoms of paralysis. Angiography revealed that the vessels distal to the a-com, where the web was placed, and distal to the left a2 were not visible. A microcatheter was immediately inserted to pass through the lesion, and a competitor stent was implanted in the a2-a1 segment. Additional pta was then performed using a balloon. Since the occluded area became visible on angiography and blood flow was deemed to have been restored, the additional procedure was ended. Approximately 12 hours after the additional procedure, the patient became able to speak and eat, and the ischemic symptoms had improved to some extent, although mild paralysis remained.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions ¿ the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.